Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10: device received. H3, h4, h6: a review of the device history record. Device history lot: part: 03.037.012. Lot: 9723743. Manufacturing site: (B)(4). Release to warehouse date: 05.jan.2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary background: it was reported that on (B)(6) 2019, during a trochanteric femoral nail advance, the ball head of the hexagonal screwdriver with t-handle broke off inside the unknown nail when the surgeon turned the hexagonal screwdriver with t-handle clockwise and put excessive force on it. The surgeon tried to extract the insertion handle of the unknown nail to finish the case, however, the unknown screw was extremely tight of the top of the unknown nail, thus, the surgeon took the hexagonal screwdriver with t-handle with a ball tip to take it off. There was no surgical delay reported. The surgeon extracted the unknown nail and put in another nail within the patient. There was no complications or patient consequence reported. This complaint involves four (4) devices. Investigation flow: functional/device interaction. Visual inspection: the complete radiolucent insertion handle (p/n: 03.037.012, lot #: 9723743) was received at us cq. Visual inspection of the complaint device showed that it is stuck with other received devices (p/n: 04.037.158, lot #: 12l0867: (B)(4); and an unknown connecting screw: (B)(4)) and is unable to be disassembled. The devices appear to be assembled correctly, the mating components are flush, aligned, and not damaged. Functional test: since the complaint device is received stuck with another device and cannot be disassembled, the complaint is able to be replicated. Dimensional inspection: no dimensional inspection can be performed due to the nature of the complaint and device received condition. Document/specification review: se-467267 rev f (manufactured) were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as complaint device cannot be disassembled from its mating device. No root cause could definitely be determined for the reported complaint condition. A possible cause could be if a hammer or other device was used to attempt to pound the complaint devices farther into the implant site. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. There are no concomitant devices related to this report. Date rec¿d by MFR : initially the awareness date was reported as november 07, 2019 but should have been december 20, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During investigation of the received insertion handle, it was determined the device was unable to be disassembled from the connecting screw and nail. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Concomitant medical products: voided. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a trochanteric femoral nail advance, the ball head of the hexagonal screwdriver with t-handle broke off inside the unknown nail when the surgeon turned the hexagonal screwdriver with t-handle clockwise and put excessive force on it. The surgeon tried to extract the insertion handle of the unknown nail to finish the case, however, the unknown screw was extremely tight of the top of the unknown nail, thus, the surgeon took the hexagonal screwdriver with t-handle with a ball tip to take it off. There was no surgical delay reported. The surgeon extracted the unknown nail and put in another nail within the patient. There was no complications or patient consequence reported. Concomitant device reported: insertion handle ( part# 03.037.012, lot# 9723743, quantity 1). This is report 1 of 1 for (B)(4).